Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk, cracked case at reservoir window, broken reservoir tube lip and missing end cap sticker. No damage to battery tube threads noted during visual inspection.

Event description:
The customer reported that the drive support cap was loose. The blood glucose reading was 157mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.